Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted into the patient during two different procedures. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling on (B)(6) 2005. She then underwent a revision procedure and new sling implantation (advantage fit sling) on (B)(6) 2017 due to stress urinary incontinence and cystocele. As reported by the patient's attorney, as a result of the implantation of the devices, the patient has suffered pain, erosion, and infection. Subsequently, she underwent mesh removal. Boston scientific has been unable to obtain additional information regarding the event to date. Should additional relevant details become available; a supplemental report will be submitted.